Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncho videoscope's distal end was burned off by a laser. The event occurred during a rigid bronchoscopy with laser treatment. There were no reports of patient harm but the procedure was delayed by more than 30 minutes. Third-party liability due to a malfunction of the laser device involving the angled laser probe. The procedure was completed using another device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and a correction. Updated fields: h6. Corrected fields: b5, h7, h9 ((corrections of mfg. Report # 9610595-2026-36638-01). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The customer noted the problem did not arise because of the olympus device. It was merely in use during the procedure and, unfortunately, sustained damage. The problem was the laser device, which did not function properly.